Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing hypoglycemia. Blood glucose level at the time of incident was 34 mg/dl and it treated with carbohydrate intake. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose. Customer also stated that they had difficulties for starting new sensor. Insulin pump will not be returned for analysis.